Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 63 mg/dl at the time of incident and the current blood glucose level was 46 mg/dl. The customer was treated with juice. Customer did not report any symptoms related to the low blood glucose. Customer stated that the insulin pump over delivering insulin even after the bolus. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.